Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and calcified distal end of right coronary artery. A 3.50x28mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the tip of the stent was damaged. Subsequently, a bigger balloon was used to dilate the lesion and another 3.5x28 stent was advanced but it could not reach the lesion. The procedure was completed by a non bsc device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.:promus element plus, mr, ous 3.50 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with the distal struts bunched. The undamaged crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a kink 450mm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and calcified distal end of right coronary artery. A 3.50x28mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the tip of the stent was damaged. Subsequently, a bigger balloon was used to dilate the lesion and another 3.5x28 stent was advanced but it could not reach the lesion. The procedure was completed by a non bsc device. No patient complications were reported and the patient was stable.